Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump showed a button error alarm. Customer stated blood glucose reading was 158 mg/dl. Troubleshooting was done and the button error went off. Customer also mentioned having some high blood glucose readings the day prior to the phone call as high as 200 mg/dl. After changing the infusion set, her blood glucose went down to 158 mg/dl. At the time of call, patient's blood glucose was 123 mg/dl. No further information was provided.